Event description:
The customer reported that the unit will not start, makes buzzing noise.

Manufacturer narrative:
(B)(4). The customer reported that the unit will not start, makes buzzing noise. The unit was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.